Event description:
Drug/diluent: venofer 200mg in 200ml nacl 0.9 percent. Fill volume: 200ml and flow rate: 100ml/hr. Procedure: unknown and cathplace: unknown. Fast flow. Infused in 1 hour and 15 minutes instead of 2 hours. Dfu indicates pump should have infused in 1 hour 35 minutes. Filled and placed on (B)(6) 2011. Confirmed the fill volume was 200ml and the customer did not wait the 4 hours prior to use. No adverse event occurred. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 100ml/hr. Nominal fill volume: 400ml. Maximum fill volume: 500ml. The infusion delivery time is 4 hours when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) (1303045, rev. H) contains a statement: "warning: the easypump st must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the easypump st is used immediately after filling, a flow rate may increase by up to 50 percent." The dfu also states: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." In addition, table 1 of the dfu 1303045 indicates that the delivery times are approximate. A caution states: filling the pump less than nominal results in faster flow rate. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.